Event description:
The customer reported a blank display. Troubleshooting was performed, but the issue was not resolved. The customer was later treated for high blood glucose levels at the hospital. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.